Manufacturer narrative:
Tutogen medical gmbh (tmi) will conduct a comprehensive records review (if serial or donor numbers are provided). When completed a follow-up med watch will be submitted.

Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with a an article found through literature search. "Pilot study to assess the safety and efficacy of human acellular dermal matrix for chiari surgery", neurocirugia (astur: english edition) 2025 feb 27; teixidor-rodriguez p. Et al. The publication provides the results of a unicentric study on duraplasty in chiari malformation, one group prospective with patients treated with human acellular dermis matrix (hadm) and another group that retrospectively acquired surgical treatment with tutopatch®. There were nineteen patients in each group. There were no complications reported for the hadm group. Seven patients in the tutoplast group developed post operative complications as follows: pseudomeningocele (3 patients; one required a lumboperitoneal shunt), pseudomeningocele and aseptic meningitis (2 patients, one recovered after corticosteroids treatment, the other one required surgical intervention and corticosteroid treatment), and aseptic meningitis (2 patients, recovered with corticosteroid treatment). This report pertains to patient #4 who developed a pseudomeningocele and aseptic meningitis. The meningitis was resolved with corticosteroid treatment and the pseudomeningocele resolved without.

Manufacturer narrative:
Aseptic meningitis and pseudomeningocele are considered serious, due to medical intervention. Specific risk factors have not been reported apart from various liquor circulation issues. The authors describe the event as procedure-related and not device-related. Batch documentation analysis cannot be performed as the product ids have not been provided. However, aseptic meningitis and pseudomeningocele are known complications for duraplasty due to an inflammatory foreign body response or untight meningeal closure. Therefore, tutogen concurs with the authors and considers aseptic meningitis and pseudomeningocele as not related to tutopatch.

Event description:
Patient #(B)(6)-tutopatch group {51 years, sex unknown) was included in a unicentric prospective study to assess safety and efficacy of tutopatch, and a human acellular dermal matrix {hadm) for duroplasty during chiari malfunction surgery. After chiari surgery, the serious events (required medical intervention) of pseudomenigocele (no surgery needed) and aseptic meningitis occurred (start date not reported). Meningitis was treated with corticosteroid therapy. However, the outcome of the event was not reported. As pseudomingocele did not required surgical treatment, the event is considered resolved. The authors considered none of the adverse event occurring in the above-mentioned trial as device -related.